Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The non-totally occluded, 90% stenosed, 3.50mm x 34mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. After the lesion were crossed with a non-bsc guidewire and 6f guide catheter, pre-dilatation was performed with a 2 x 12mm maverick balloon catheter resulted to a 40% residual stenosis. Following pre-dilatation, a 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was taken out and the lesion was dilated again with a 2.5 x 12mm maverick balloon catheter. However, after the stent was removed, it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a promus premier select ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The non-totally occluded, 90% stenosed, 3.50mm x 34mm, concentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and moderately calcified right coronary artery. After the lesion were crossed with a non-bsc guidewire and 6f guide catheter, pre-dilatation was performed with a 2 x 12mm maverick balloon catheter resulted to a 40% residual stenosis. Following pre-dilatation, a 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. The stent was taken out and the lesion was dilated again with a 2.5 x 12mm maverick balloon catheter. However, after the stent was removed, it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.